Event description:
It was reported that there was a patient alert and power on reset. Electrical interference suspected. It was further reported that the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a patient alert and power on reset. Electrical interference suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Daily trend in save to disk data shows batt(v)= 2.68 volts between (B)(6) 2011 and (B)(6) 2011, is before eri <= 2.62 volt. Por (power on reset) for write to locked ram, addr=0f39, data=40, on (B)(6) 2010 20:49:46. One - patient alert for por on (B)(6) 2010 19:49:46. Upon analysis, normal battery depletion was found.